Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27791. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27791.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that experienced left bundle branch block with a "possible" relationship to the impella device used: ¿subject with baseline interventricular conduction delay. Had slight increase in conduction delay following impella placement. The patient was successfully weaned and explanted.